Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted and replaced after less than two years of implant due to an unspecified reason. It was noted that the right atrial (ra) lead was also explanted and replaced due to lead fracture. No additional adverse patient effects were reported. This ICD was returned for analysis.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Additionally, the product has been received for analysis. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted and replaced after less than two years of implant due to an unspecified reason. It was noted that the right atrial (ra) lead was also explanted and replaced due to lead fracture. No additional adverse patient effects were reported. This ICD was returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing/sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.